Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery on the patient¿s left eye. The gripper issue with an intralase patient interface (pi) occurred after the patient was applanated and after the laser fired. It was noted that one (1) iflap procedure was replaced and that the surgery was completed successfully using a new pi. There was no patient injury reported and no surgical intervention was required. This report is two (2) of two.